Event description:
Per the clinic, the device was explanted (date not reported), due to an infection at the implant site. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed progressive skin breakdown over the implant site, resulting in extrusion of the implant through the overlying soft tissue. The patient subsequently underwent explantation on (B)(6) 2026 under general anesthesia. During the procedure, the eroded skin and surrounding unhealthy tissue were excised, and the wound was extensively debrided to remove granulation and inflammatory tissue.